Event description:
It was reported that during system implant the patient was induced but the device did not convert the patient. The patient was externally shocked for conversion and the patient went into cardiac arrest. The patient was successfully resuscitated and intubated and was placed in the intensive care unit. It was noted that there was difficulty printing the episode, however episode was examined and there was undersensing with fine ventricular fibrillation. There was delay in therapy and resulted in the need for the external shock. No additional adverse events were reported at this time.